Manufacturer narrative:
The crt-d and leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an unrelated procedure, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and revealed that an episode was recorded due to noise being oversensed on both the right atrial (ra) and right ventricular (rv) leads. Boston scientific technical services (ts) was contacted and it was confirmed that the noise related to procedure electromagnetic interference (emi). All device and lead measurements were in normal range. No adverse patient effects were reported; however, this patient is rv pacing dependent and the noise was oversensed which would have disrupted pacing therapy delivery.